Event description:
Caller reported the occurrence of a cgm error. There was no adverse impact to the customer¿s blood glucose level. Customer was provided information to reset the pump and successfully started their sensor session after the error was resolved.